Event description:
A hospital in (B)(6) reported a patient with osteoporosis was returned to the o.r. For a planned removal of a plate and screws. The screws were originally placed with a torque limiting screwdriver. The surgeon had difficulty removing the screws and broke two screwdrivers, with all pieces retrieved. The surgeon was able to remove the screws with a tungsten drill. There was no reported consequence to the patient however the procedure was delayed 20 percent. The patient did not require further treatment. This report is #1 of 5 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm ti lcp medial proximal tibia plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance .no nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented.

Event description:
This is 1 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. One locking screw is still blocked in the plate and one plate hole is badly damaged from the removal of the other blocked screw with a drill. This makes it impossible to check the relevant dimensions of the plate and the screw. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding dimensions, material analysis, strength and structural stability. No complaint related issues could be detected. We are not able to determine the exact cause of this occurrence. For both article this is the first complaint of this nature. The reason for this phenomenon may be different. Perhaps too much applied mechanical force while tightening or improper alignment between plate and screw. Another possible reason could be instable fracture which lead to micro movement what can cause such fretting as well.